Event description:
It was reported the intraocular lens was removed and replaced, due to the improper power initially implanted. No patient complications occurred and patient's visual acuity is good.

Manufacturer narrative:
The intraocular lens was received and measured for diopter. The results were consistent with the labeled diopter. These results reasonably suggest, this issue is not manufacturing related. The iol met all manufacturing specifications prior to release.